Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that a patient underwent a spaceoar vue placement procedure. The patient experienced perineal pain post procedure, after going in a hot tub. A misplacement or migration of the hydrogel is suspected.

Event description:
It was reported that a patient underwent a spaceoar vue placement procedure. The patient experienced perineal pain post procedure, after going in a hot tub. A misplacement or migration of the hydrogel is suspected. ***additional information received on 31oct2025*** it was reported that after the placement, the patient went into a hot tub for 40 minutes, then started experiencing pelvic pain on the right side. A simulation computed tomography (CT) scan was performed and showed the hydrogel had some extravasation on the right side but has the normal shape.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h11: additional information: block b5 and h6 has been changed due to the additional information received. Correction: based on the additional information, the allegation of misplacement is no longer applicable. Therefore, this event has been deemed no longer reportable. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.